Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the site had turned off the auto brightness feature which caused the dark images. The representative spoke with the site about keeping this featured enabled. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, images were appearing very dark. The procedure was completed using the imaging system and there was no reported impact to patient outcome. There was no reported surgical delay.